Event description:
A pt with obstructive cardiomyopathy, with recurrent episodes concerning sick sinus syndrome and ventricular tachycardia, underwent dual chamber aicd implant. In follow-up, device emitted a tone and in interrogation they had intermittent high svc impedance recorded at 200. Other recordings recorded at 64, thus it was felt to be an intermittent impedance problem. Pt underwent an intraoperative assessment of device. The pocket was opened and the generator was removed. Leads were freed up. Careful inspection revealed the lead to be well seated. None of the leads could be pulled free. Careful inspection of each set screw demonstrated the set screw was completely closed. The leads were then removed from the device. The lead was carefully inspected and there was no interruption of the lead insulation. Fluoroscopy was performed and showed no discontinuity of the lead and both atrial and ventricular leads were in excellent position. After demonstrating adequate sensing and pacing thresholds through the analyzer, along with reanalyzing the impedances with manipulation of the lead, all were found to be satisfactory. Leads were connected to a new generator. It was felt that given it was not a set screw problem, that it was most likely a manufacturing problem of that original device, a new device was obtained and lead connected to a new device. The device was placed in the pocket and defibrillation testing was carried out. The generator was placed in the pocket and repeat testing was carried out again with baseline excellent sensing and pacing thresholds with normal impedances obtained. Then with manipulation of the generator in the pocket with traction and pressure, caused no change in the normal impedance. The system now functioning normally with a new device. Defibrillation testing was carried out after this was successful. The new generator is a medtronic marquis vr model 7274. The atrial lead is a medtronic capsure fix novus model 5076. The ventricular lead is a medtronic sprint quattro model #6944.